Event description:
This lead was explanted and replaced due to high thresholds. Pacemaker was also changed out due to eri approximately 32 months after implantation. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The visual inspection showed cuts in the insulation and deformations of the inner and outer conductor coils. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. In addition, abrasion marks were found along the lead body. However, the insulation was intact. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high thresholds. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.